Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on 10 august 2020. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary. D6b explanted date updated to (B)(6) 2020. D8 updated, was this device serviced by a third party? No h6. Health effect - clinical code updated to 2330 h6. Health effect -impact code updated to 4614 h6. Medical device problem code updated to 1528 h6. Component code updated to 510 h6. Type of investigation updated to 4111 and 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 06th 2020,senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.